Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top and bottom cases are in excellent condition. Cracked battery door and no visible contamination. Customer?s reported issue was not duplicated. Flex cable from interconnect board to main board was intact but not glued. The root cause of the reported issue could not be determined. Actions taken to mitigate the reported issue: replaced speaker and interconnect board as preventive measure. Power up process and all the functional tests passed. UDI information is unknown. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that device is in need of service and repair. No patient injury reported.